Event description:
It was reported that this right ventricular (rv) lead dislodged. The lead needs to be repositioned, patient is pending to be scheduled for procedure. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement, which was confirmed through x-ray. Device remains in service. No additional adverse patient effects were reported.